Event description:
Medsun report received reporting reading errors with use of one 46096-26 cath lab monitoring kit. The report states "manifold kit was opened, prepped, and set up per protocol and manufacturing standards. Upon 'zeroing' of transducer, modified square wave test was performed by covering end of manifold tubing with finger. No change in pressure noted. Transducer was replaced and reconnected to pressure monitoring wire. The pressure transducer began to work". There were no reported adverse patient consequences. Although requested, additional event/ device set-up information and device return status as of this date have not been provided. MFR's investigation: a review of the 46096-26 direction for use provides the detailed steps for set-up, pre-testing the transducer zeroing, leveling and calibrating functionality for air-fluid interface. The medsun description describing the facility's "modified" test approach does not appear to identify relevant set-up requirements, component settings and monitor's set-up instructions.

Manufacturer narrative:
Method - a review of the manufacturing lot build records for the reported lot # 2545111 (manufacture date 09/01/2012) shows (B)(4) units were manufacturer tested, inspected and released. There were no exception documents generated during the manufacturing build cycles. Conclusion: the involved 46096-26 cath lab kit has not been returned for analysis and confirmation. The exact cause(s) of the reported issue is unknown.